Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient's husband reported the up/down button on infusion device does not work correctly, and patient has experienced high blood glucose of approximately 300 mg/dl for 3 weeks. Patient corrected high blood glucose by bolusing through infusion device. Infusion device was not exposed to water or electromagnetic fields. Patient did not measure ketones, lose consciousness, or require hospitalization. Patient switched to backup infusion device. Infusion device was requested for evaluation. The patient did not require treatment from a healthcare professional or second party to address the issue. No additional information was available.